Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the single port (sp) fenestrated bipolar forceps instrument did not move properly and the instrument motion was not intuitive. The procedure was completed with no reported injury.